Event description:
As reported, during a laparoscopic procedure a capsure straight fixation device was used to fixate the mesh. It was reported that the fastener head (peek material) and the coil were separated. It was reported that the fastener head was removed from the patient body and the fastener tip remains in the patient body. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure straight fasteners head (peek material) and the coil were separated. The subject device was returned for evaluation. Evaluation of the sample is inconclusive as the alleged broken fastener was not returned. Functional testing found the last remaining fastener fully intact. There is no indication the device would deploy a broken fastener. No manufacturing anomalies were found. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.